Event description:
Healthcare professional reported a clinical patient experienced "transient hypotony (iop <6 mm hg, transient, with no clinical sequelae and self-resolving)" in the unknown eye against the xen®45 gts. Event resolved without sequelae. Later reported, "implant migration." Event ongoing.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a clinical patient experienced "transient hypotony (iop <6 mm hg, transient, with no clinical sequelae and self-resolving)" in the unknown eye against the xen®45 gts. Event resolved without sequelae. Later reported, "implant migration." Event ongoing.